Event description:
It was reported that the delivery system kinked. A left atrial appendage closure procedure was being performed. The watchman flx delivery system was deployed. The watchman flx delivery system was then noted to be kinked. The device was released after meeting release criteria and was successfully implanted in the patient. There were no patient complications reported. It was further reported that the watchman double curve access system used in the complaint is the device that kinked as opposed to the watchman delivery system.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath unsnapped, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the delivery system kinked. A left atrial appendage closure procedure was being performed. The watchman flx delivery system was deployed. The watchman flx delivery system was then noted to be kinked. The device was released after meeting release criteria and was successfully implanted in the patient. There were no patient complications reported. It was further reported that the watchman double curve access system used in the complaint is the device that kinked as opposed to the watchman delivery system.

Event description:
It was reported that the delivery system kinked. A left atrial appendage closure procedure was being performed. The watchman flx delivery system was deployed. The watchman flx delivery system was then noted to be kinked. The device was released after meeting release criteria and was successfully implanted in the patient. There were no patient complications reported.